Event description:
Rn spiked leucovorin (non chemotherapy agent) and drip chamber squeezed in preparation to prime tubing. When bagheld up to prime tubing, the tubing disconnected beneath the drip chamber causing medication to pill onto the floor. This delayed treatment as new bag had to be mixed per pharmacy